Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of psoriasis was exacerbated by the lifevest equipment. The patient described the area as broken skin under breasts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.